Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a frozen screen. The technical support specialist restarted the station and its back to normal. The issue was causing a delay in dispensing medication to the patient.

Event description:
It was reported by the customer that a pyxis medstation es system had a frozen screen. The customer stated that the device had a frozen screen. There were no adverse events or injuries reported based on this event.